Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube into 3 parts, a break at 34.5cm distal to the distal end of the strain relief and a break at 81.5cm from the tip of the stent. Multiple hypotube kinks were also identified. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.75 x 48 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a non-boston scientific device. There were no patient complications reported. However, returned device analysis revealed hypotube break.